Event description:
The patient reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has completed a review of the release paperwork and the pump was operating according to specification at the time of release.